Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, kidney disorder, infectious and parasitic diseases, unspecified and cholecystectomy. She underwent essure confirmation test(s).no known allergies. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), mood swings ("mood swings"), feeling abnormal ("hormonal changes describe: brain fog"), migraine ("migraines"), depression ("depression") and anxiety ("anxiety") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, dysmenorrhoea, mood swings, feeling abnormal, migraine, depression, anxiety and weight increased outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, feeling abnormal, migraine, mood swings, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2019: medical records received: medical history, suspect drug stop date added. Case has been upgraded to serious incident as device removal surgery added. Reporter details and aka name were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.